Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation (rite), including functional and electrical testing of the device. Internal and external visual inspection was performed and no issues were noted. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. Upon conclusion of the investigation, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 21:43. During drain cycle 1, the patient's ultrafiltration reading was 1517ml, indicating the home patient drained 1517ml more than their maximum programmed fill volume of 2000ml. No additional information is available.